Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - impact code problem code: f18 rehabilitation/ code not available h6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a severe episode during which they were unable to walk or speak. At the time, the patient¿s cgm displayed a glucose level of 112 mg/dl. No bg meter reading was taken initially. A friend transported the patient to the emergency room (ER), where the cgm continued to read 112 mg/dl. However, a bg meter reading taken at the ER showed a critically high glucose level of 850 mg/dl. The patient was treated with intravenous (IV) hydration (type unspecified) and admitted to the hospital. After a three-day hospital stay, the patient was discharged and transferred to a rehabilitation facility. The patient was discharged from the rehabilitation facility on (B)(6) 2025. At the time of the report, the patient stated they were ¿feeling okay.¿ of note, the patient was wearing a medtronic insulin pump. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was unable to walk or speak. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. No additional patient or event information is available.